Event description:
The customer contacted baxter's technical service center reporting the home patient (hp) wanted to reprime the extension line during fill 1 on the homechoice (hc) and the hp stated that they dropped the patient line extension which is a use error-breach of aseptic technique. The hp wanted to only replace the patient line extension and reprime. The technical service representative (tsr) ended the therapy so the hp could setup again with new cassette and bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.